Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing threshold measurements, undersensing, and loss of capture. X-ray confirmed the lead had dislodged. It was noted that the device had migrated, and at the time this rv lead was implanted it was sutured at the level of the device pocket and not where the lead enters the vein. This made it unstable and likely contributed to the lead dislodgement. Surgical intervention was taken to explant and replace the lead. During the revision, the physician made a new pocket near the clavicle to move the device, and the device remains in service. No additional adverse patient effects were reported.